Event description:
The device was received for service. During service testing, pump head module a failed accuracy testing. According to the hospital representative there was no patient injury or medical intervention reported. No additional contacts or information was provided.